Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient called again saying that she wasn¿t able to charge her battery. The rep assumed this had something to do with the por she was seeing recently. The rep assumed that the battery was over discharged. The rep was to meet with the patient on (B)(6) 2019 to assess. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient stated, ¿she did not let her ins die.¿ the rep reported that from what they understand, an overdischarge/power on reset (por) can only occur from not charging the ins for long enough, but the patient stated nothing else happened. The rep reported that they weren't sure why the por occurred if the patient was an accurate historian. The rep reported that they cleared the por on the clinician programmer and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that an overdischarge was confirmed. The rep reported that the cause of the inability to charge was unknown. The rep reported that the inability to charge was not resolved to their knowledge. The rep reported that one of their partners saw the patient on (B)(6) 2019. The rep believed that the patient had two batteries and the cervical battery was overdischarged and were unable to restart the battery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that an overdischarge was confirmed. The rep reported that the cause of the inability to charge was unknown. The rep reported that the inability to charge was not resolved to their knowledge. The rep reported that one of their partners saw the patient on (B)(6) 2019. The rep believed that the patient had two batteries and the cervical battery was overdischarged and were unable to restart the battery. The rep reported that the patient may be getting the battery replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was a power on reset (por). It was unknown what factors may have led to the issue. The rep said the patient called them saying that they were seeing a por message on the programmer. The rep said they did not perform a trickle charge so they were not exactly sure what was going on. The rep stated they were meeting with the patient on (B)(6) to assess at the managing physician's office. It was noted the issue was not resolved at the time of the report. No symptoms were reported. No further complications were reported/anticipated.